Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited far field r-wave oversensing that resulted in inappropriate automatic mode switch (ams). Programming changes were successfully implemented. There were no patient consequences.